Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test results were obtained for three samples from the same pt when using the access 2 immunoassay system. The three samples were collected in (B)(6) and (B)(6) 2009. The samples collected in july and august were initially non-reactive when analyzed upon sample receipt. The october sample was tested and found to be reactive. The samples collected in july and august were retested and found to be reactive. Repeat analysis was performed with an alternate method, vidas. The test results were non-reactive for toxoplasma gondii immunoglobulin g antibodies for all three samples. The three samples were sent to beckman coulter inc for analysis. All were non-reactive using the same lot of reagent used by the customer. Erroneous test results were reported out of the laboratory. Affect to pt treatment is unk. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Specific info regarding sample collection and processing was not provided. Quality control for the toxo igg assay was within specifications on (B)(4) 2009. A system check performed on (B)(4) 2009 resulted within specifications. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This is event 1 of 2 reported by this customer. The three samples from the pt were tested on two different dates, (B)(4) 2009. A MDR was filed for each date of testing. The related MDR is 2122870-2011-03960.